Manufacturer narrative:
2 pen needles were affected by this event. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported places on pen to complete flow check with 1 unit. Found 30 pen needles aprox that were clogged. Lot # 3045499 = 2 pen needles lot unknown =28 catalog# 320550 date of event unknown - about 1 month sample status awaiting sample (B)(4)